Manufacturer narrative:
The handpiece was rec'd at the MFR for service and eval. During the investigation, a run-on condition was found. Based on the investigation details, the likely cause was problems with the motor, toggle magnet, geartrain, and bushings, which were each replaced along with other components. Service did an engineering upgrade and a clean, lube, and adjust to the device. The handpiece was repaired and returned to the customer.

Event description:
The handpiece was returned to the MFR for service based on a report that the unit was not working. During the investigation, the device continued to run on its own. There was no pt involvement. There were no adverse consequences reported as a result of this event.